Manufacturer narrative:
An intuitive surgical, inc. (Isi) was dispatched to the site to further investigate the customer reported issue. The fse replaced the patient side manipulator (psm) #4. The fse then test drove the system and verified that the system was read for use. Isi received the psm associated with this complaint and completed investigations. Failure analysis investigations were able to replicate the customers reported complaint. Upon visual inspection, the retention plate left spring pin was found broken, confirming the fault. The unit was installed onto a test system where the instrument was failing to engage due to this pin not being pressed, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all other relevant testing within specification.

Event description:
It was reported that during a da vinci-assisted single port excision of seminal vesicles procedure, the patient side manipulator (psm) #4 was experiencing a draping fault and camera engagement issues after the single port access port was placed. The customer attempted to use a new drape, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended checking the pins on psm #4. The customer checked the pogo pins and noticed one of the black pogo pins was pushed up into the arm and was not springing down. As a result, the customer elected to convert the case using a da vinci multi-port system, requiring placement of additional port incisions. The customer stated the patient tolerated the conversion and there was no harm or injury reported. The customer stated there were no post-operative complication, and the patient is home recovering. The procedure was completed.